Event description:
Per computed tomography report, "filter cone position: below the renal veins." "Filter penetration: yes." "The anterior right side filter leg perforates 18 mm through the ivc wall..." "The posterior left side filter leg perforates 13mm through the ivc wall..." "The anterior left side filter leg perforates 19 mm through the ivc wall and its tip penetrates the aorta...".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. 20 devices in lot. To date, two other complaints have been reported against the lot for different issues. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right neck due to history of deep vein thrombosis (dvt). Patient is alleging vena cava perforation, tilt. Patient further alleges "fear that the filter might cause further damages as it has not yet been removed," and patient is limited or can no longer engage in exercise since receiving the filter. Per computed tomography report, "the patient has an ivc filter. There is slight dorsal tilt of the apex of the filter slightly touching the posterior wall of the ivc. The ivc filter is located within the inferior vena cava, infrarenal in location. The tip of the ivc filter is located below the lowest renal vein within a 2 cm distance. There is perforation of the ivc wall with adjacent vessel perforation. There is clear perforation between the ivc wall and the distal end of the filter component which terminates into the mesenteric fat surrounding the ivc. The filter perforates the anterior and posterior walls of the ivc with the tip of the ivc filter within the mesenteric fat. The left lateral distal tip of the ivc filter has an perforated the anterior right lateral wall of the aorta. There is no filter strut fracture or or bending. There is no stenosis of the inferior vena cava."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: aorta/vena cava perforation, tilt, fear, limited physical activity. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: aorta/vena cava perforation, tilt, fear, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-jug-celect) lot: e2961517, nor filter (igtf-30-celect) lot: e2957932 and e2957917. Two other complaints ((B)(4), different issue, org/vc perf, tilt, chest pain, neck pain, feet swelling, hand tingling, physical limits, fear + (B)(4), different issue, tilt, vc perforation, migration, depression, embedment) on lots. Product is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.